Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump intermittently stopped charging when plugged into a wall outlet. There was no reported adverse impact to the customer's blood glucose (bg) level. Reportedly, the customer resolved the issue by charging the pump using another wall outlet; however the customer also reported that a separate electronic device charged with no issues using the original outlet. Multiple contact attempts were made by tandem technical support to obtain further information regarding the issue; however, no additional information could be obtained.